Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the er420 device was returned with no damage in the external components and 1 malformed clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic duodenal switch the device failed to fire and became jammed after the first clip successfully fired. A second like device was used to complete the procedure. There were no patient consequences reported.